Event description:
It was reported that the ipg would not respond to the programmer. The battery was depleted. The lead was repaired due to it being broken. The pt recovered without sequela. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis revealed no significant anomalies for the ipg and lead. No failure was detected, but the products were out of specification. The lead was cut through. The ipg had no output or telemetry. It was normal battery depletion.